Event description:
Patient reported their ss meter initially gave a reading of 76mg/dl and 30 minutes later, gave a reading of 104mg/dl. Pt was experiencing cold sweating (which they attributed to low blood glucose level). A reading obtained on a hcp meter (brand unknown) one hour later was 283mg/dl. Pt stated they have been feeling ill since 11/200 but hasn't sought medical advice. Control test done several days later at pharmacy was in range (117/92-139). The meter was replaced. There was no allegation of harm.